Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl. Infusion set had a bent cannula. Customer declined troubleshooting for high blood glucose and bent cannula. The auto mode feature was unknown at time of high blood glucose event. The device will not be returned for analysis.